Event description:
A (B)(6) male patient called zoll customer support to report that the connector on his monitor was damaged. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged connector) has been confirmed. Upon investigation the monitor casing was physically damaged and battery connector j1 was damaged. The monitor end cap was separated and the high-voltage wires were broken free from the auxilliary pca board. The root cause for the physical damage to the monitor was physical abuse. No adverse event resulted from the damaged monitor. The patient received a replacement monitor.